Event description:
It was reported that the patient with this pacemaker had their heart rate reached 25 beats per minute and two syncopal episodes. The patient will continue to be monitored. No device issues have been found. This device remains in service. No additional adverse patient effects were reported.